Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The suspected cause of the event is due to lead damage, although not confirmed. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the patient was hospitalized due to the event.

Event description:
Additional information was received that the lead was replaced to resolve the event. Additional information was requested but is not yet available.